Event description:
Pt had a spinal cord stimulator placement and t10-t11 thoracic laminectomy. The pt returned to the surgeon's office for post-op visit and had visible rash-like / red irritation around the incision site. Multiple pts over a 6 month time period with similar issues. (B)(4). Therapy start date: (B)(6) 2018; therapy end date: (B)(6) 2018.